Manufacturer narrative:
(B)(4). The peritonitis was reported to have occurred on an unknown date in (B)(6) 2013. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt began treatment with vancomycin and gentamycin ip (dose unknown) for peritonitis. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.